Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational and functional display check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. The DHR search found an issue related problem to the reported complaint. Test and calibration found a blank display. The cycler was sent to rework and found the lcd cable was not connected. The lcd cable was connected to the front panel and sent back to test and calibration and passed. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank during setup. It was reported that the stop and ok buttons lit up. The cycler was plugged into a three prong wall out and the power cord was secured at both ends. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reported that they would revert to manual supplies to complete their treatment. Upon follow up, it was confirmed that there were no patient adverse events or medical intervention required as a result of the reported event. The patient completed treatment using manual exchanges. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.